Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen make it harder to read and insulin pump was not deliver bolus when customer tries to bolus and had to reenter information. Customer stated that insulin pump battery life lasts less than a week, insulin pump rejected new battery, louder noise during rewind and dimmer backlight. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.